Event description:
This lead was implanted on (B)(6) 2006. Patient called medical records on (B)(6) 2011 and states that the device was shocking him and the physician decided to explant the whole system and implant a new system. The system was explanted on (B)(6) 2011. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).